Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter detachment and guidewire stuck occurred. A zelante dvt clot hunter catheter was selected for use. During aspiration in the deep femoral vein, resistance was encountered and the device became stuck. The catheter and guidewire were noted to adhere to each other. Upon withdrawal from the body, the catheter's inner lining was observed to have detached, rendering the device unusable. The procedure was subsequently completed using another device of the same type. The patient remained stable following the procedure, and no complications were reported.